Event description:
Device 4 of 4. Reference MFR report: #1627487-2012-12594, 1627487-2012-12595, 1627487-2012-12596. It was reported, the patient wanted the system explanted. Reportedly, the patient had stimulation coverage but did not feel it provided enough pain relief. Note the patient had four leads from two models and two extensions.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.